Event description:
Patient who was introduced to an induo (insulin delivery device) and novolog penfill 3 ml (insulin aspart) due to type ii diabetes mellitus reported that they were hospitalized due to diabetic ketoacidosis. The patient felt ill with nausea and vomiting, and at 7:00 p.m. That evening they measured their blood glucose level to 497 mg/dl. They administered 5 units of novolog penfill 3 ml insulin with the induo. The patient stated that they do not believe they received any insulin because when performing an air shot before the injection, no insulin came out of the needle. Three hours later patient was still not feeling well so they measured their blood glucose level again, and the blood glucose meter read hi (meter range unknown). Family member called the paramedics, who measured their blood glucose level on arrival, and their blood glucose meter also read hi (meter range unknown). The patient was taken to the hospital and was found to have a blood glucose level greater than 1000 mg/dl. Patient was diagnosed with dka and an "infection"; however, the patient stated that their physician did not known the origin of the infection. Treatment was initiated with insulin, i.v. Fluids and broad spectrum anitibodies (unspecified). Patient was discharged from the hospital 5 days later. After discharge they switched to a novopen 3 device, which they used prior to the indou doser, with novolog penfill insulin, and their blood glucose levels have remained normal. The patient's blood glucose levels were well controlled prior to the event. They did an air shot each injection; however, insulin did not always come out of the needle. They stated that family member opened the slide on the doser multiple times during use to check the insulin cartridge. While a customer representative was reviewing the functioning of the doser with the patient, they discovered that the piston rod was not in contact with the rear rubber stopper of the insulin cartridge. After re-priming the doser with 50 units, the doser passed the function check. The patient was not trained in the use of the induo. There had not been changes in the patient's diet, medications or activity level at the time of the event. The patient has recovered from the event.